Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1420, catalog#: 1420, expiration date: 30-nov-2019, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-nov-2018. Labeled f0r single use: no. Heartware ventricular assist system ¿ battery model#: 1650de, catalog#: 1650de, expiration date:31-oct-2021, serial#: (B)(4), UDI#: (B)(4), device available for evaluatin: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-oct-2020. Labeled for single use: brand name: heartware ventricular assist system ¿ battery. Model#: 1650de, catalog#: 1650de, expiration date:31-oct-2020, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-oct-2019. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery. Model#: 1650de, catalog#: 1650de, expiration date:30-sep-2022, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-sep-2021. Labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching, and the patient said there was a "red alarm" when changing the battery. The patient changed the battery on power port two, and after the battery on port two was removed the controller pulled power from port one but it did not "jump back" to port two, so it was believed there should not be a problem with port one of the controller. It was noted that there was an unexpected loss of power to the controller, which was stated to have possibly been related to a double disconnect. It was also noted that the ventricular assist device (vad) exhibited lots of low flow alarms and big pulsatility with many sharp spikes down to zero, and there were questions of a blood pressure or volume problem. It was reported that the patient was on blood pressure therapy. The batteries were removed from service, and the controller and vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. The three batteries (B)(6) were returned for evaluation. (B)(6) and (B)(6) had been lubricated prior to release. There is no evidence the lubrication servicing was performed on (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller. An internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. Review of the log files also revealed a controller power up event with associated pump start logged on (B)(6) 2022 at 16:49:46. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 12 seconds. In addition, log file analysis revealed consistent power consumption and estimated flows within the normal operating range. Review of the alarm log file did not reveal any alarms within the analyzed period. However, when the controller starts up, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This may have been perceived by the patient as the reported ¿red alarm¿. As a result, the reported loss of power event was confirmed. The reported power switching and low flow alarms events could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. "H6: the codes present in section h6 correspond to components/products that comprise the reported event" additional products: d1: battery d4: (B)(6) d9: yes, return date: 04-april-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 04-april-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 04-april-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)), one (1) controller ((B)(6)) and three (3) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. Review of the log files also revealed a controller power up event with associated pump start logged on 30-dec-2022 at 16:49:46. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 12 seconds. In addition, log file analysis revealed consistent power consumption and estimated flows within the normal operating range. Review of the alarm log file did not reveal any alarms within the analyzed period. However, when the controller starts up, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This may have been perceived by the patient as the reported ¿red alarm¿. As a result, the reported loss of power event was confirmed. The reported power switching and low flow alarms events could not be confirmed. (B)(6) and (B)(6) had been lubricated prior to release. There is no evidence the lubrication servicing was performed on (B)(6). Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (b)(6.) H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.